Manufacturer narrative:
Results - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood visible on the hub, distal shaft, and in the guide wire lumen, inflation lumen, and balloon. There was contrast visible in the inflation lumen. The stent implant was not returned. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The balloon was separated at the proximal balloon seal. The inner member was still intact. There was a longitudinal rupture for a length of 3 mm over the distal marker. There were longitudinal scratches on the balloon proximal and distal to the rupture. The distal marker was smashed. The hypotube and jacket were separated 49.6 cm distal to the strain relief tubing. The fracture faces were ovaled as if the hypotube was kinked prior to separating. The material was jagged and stretched at the separation. There was a kink in the hypotube 2 mm proximal to the guide wire exit notch. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dislodged stent compressed against the vessel wall. Device issue: stent dislodgement. It was reported that the xience stent was advanced with difficulty, required some pushing, and then pressurized; however, the stent did not appear to be deploying and a puff of contrast was visible exiting the guide catheter. The device was removed from the pt intact and a kink was observed in the shaft near the guide wire exit. This is where it was thought the leak was coming from, which was why the stent would not deploy. Once completely outside the pt, the shaft was inadvertently separated. It was also noted after removal that the stent had dislodged. An attempt was made to snare the stent, but was unsuccessful. A balloon was used to compress the stent against the vessel wall. No additional event or pt info is available.